Manufacturer narrative:
During technical review, the field service engineer (fse) completed verification of cut depth and the laser meets specification. No problems were found. The root cause could be identified conclusively. No technical root cause was found according to the service request. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a verification of the system was required due to a flap thickness issue. The side cut does not go up to the surface.